Event description:
Surgeon using drill bit off label to take down a post-traumatic femoral malunion with significant overlap/shortening. Drill bit broke with 20mm left in bone. In trying to remove the retained portion of the drill, surgeon apparently nicked the femoral artery. (B)(6)number patient lost 2 liters blood.

Manufacturer narrative:
Health hazard evaluation conclusion: risk of potential or actual serious harm is not significant: provide rationale: drill bit was being used "off label." User error resulted in drill bit breaking. The adverse event of excessive blood loss was caused post malfunction (drill bit fracture) when the surgeon nicked the femoral artery attempting to remove the retained portion of the drill bit from bone. Bleeding stopped on it's own without intervention of vascular surgeon. Drill bit breakage was a contributing factor but not the root cause of the adverse event.